Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2012. According to the complainant, during preparation outside the patient when attempting to stretch the device to insert into the gastrostoma the internal bolster detached. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during preparation outside the patient when attempting to stretch the device to insert into the gastrostoma the internal bolster detached. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be open. The c-clamp was found to be open. The external bolster was located at the 15 cm mark and was without issue. The y-port was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was slightly jagged and torn. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment during preparation most likely occurred because excess force was applied while stretching with the obturator rod during preparation prior to insertion causing the bolster to detach. Therefore, the most probable root cause is handling damage. A DHR review of lot number 14736907 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot 14736907.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.